Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
It was reported that the caps over the monitoring part on 10 devices were not firmly attached to the monitoring port, as they opened too easily, causing leaks. No patient sequelae were reported.